Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation and performed to specification. The device passed full functional testing including ECG stress testing in pads and leads under pace and defib mode without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that when pads were initially detected, the device was in pads view. The device was then switched to pace mode and ECG view was switched to lead ii view from pads view with no ECG cable connected at that time. It is by design that when pace mode is activated, the ECG view will switch to lead view. The users did enter and exit pacing mode a number of times throughout the case, however, at no point do we see during the case that pacing was started, even when all criteria (meaning after they connected the ECG cable) was met. There are no critical errors that would have prevented the device from pacing or displaying a pads signal. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.